Event description:
It was reported by the customer's wife that the customer had frequent battery changes on the insulin pump. Customer had a sudden power down and loss of settings. Customer stated that some of the buttons stick. The pump and the customer were not with the customer's wife. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.